Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. (B)(4).

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was 101 mg/dl. The customer stated that he was on his honeymoon in mexico and the pump was exposed to water. The customer stated that the pump got wet in the shower at the swimming pool. The customer stated that there is fluid under the lcd screen. The customer stated that the pump was not dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.